Event description:
Four-hour antibiotic hung via secondary line per nurse. At the end of the infusion time the nurse noted that maintenance fluid was the primary line infused and not the secondary line. Clamps checked, pump changed and issue continued. Possible tubing defect- tubing was thrown out - medication dose missed.